Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis with elevated blood glucose (bg) levels of over 600 mg/dl. Customer reported that the pump touchscreen was crack and the pump battery was observed to be depleting rapidly. Additionally, it was reported that the insulin gauge readings were inaccurate. Customer received an insulin drip and fluid drip to address bg level. Reportedly, the customer will continue to receive treatment from the hospital and had manual injections as alternate insulin therapy.